Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia with blood glucose (bg) levels of 59 mg/dl, decreasing to 51 mg/dl while using the ilet bionic pancreas. The user self-treated with carbohydrates, declined ems assistance, and the event resolved without hospitalization or lasting effects.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.